Event description:
It was reported that the device is not implanted. Through follow-up with the health-care provider, it was learned that the device was explanted at implant, due to mitral regurgitation.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report were received. However, the operative report, is in another language. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.